Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Upon customer approval the physical damage components observed during visual inspection will be replaced and the device will be further tested to full specification. During visual inspection, a damaged motor cover, encoder cover and both patient head restraints were observed. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2004; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review was performed and the error message "system error, out of service, revert to manual CPR" was not observed. The platform passed the initial functional testing without any issues. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) was displaying an error message " system error, out of service, revert to manual CPR". No patient was involved.